Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02710. Reference MFR report: 1627487-2014-02711. It was reported the patient complained she does not like the sensation from her scs system, and she is not satisfied with the location of her ipg. Also, the patient stated the system's stimulation is causing her pain. Surgical intervention may be undertaken at a later date to address the issues.